Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and difficulty to remove could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guidewire during advancement and removal causing the reported difficulties. It should be noted the guide wire was returned with multiple bends, damage to the polymer coating and scraping throughout the teflon coating. The noted guide wire damage as well as possible blood and other procedural contaminants likely caused the reported difficulty advancing and/or removal of the device from the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling. The whisper extra support guide wire referenced will be filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a target lesion in the moderately tortuous right coronary artery (rca). The 4.0 x 18 mm xience skypoint stent delivery system was advanced over the whisper extra support guide wire. Resistance was noted during advancement, and the stent delivery system became stuck. The stent delivery system could not be removed from the guide wire. Both devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.